Event description:
It was reported that a large volume infusor underinfused during use. The reporter did not specify the expected infusion time or fill volume. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on october 15, 2012 to october 16, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.